Event description:
An infusion pump with a failure code 570. It was not known if this failure occurred while infusing on a pt. The facility rep stated that no pt injury was reported on this pump since the last baxter service event. Although info was requested none was provided regarding pt demographics, medication involved and device programming.